Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of complaint source data. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. Review of the controller log files revealed one (1) low flow alarm logged within the analyzed period. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient experienced atrial fibrillation confirmed via electrocardiogram. The patient's condition was observed but did not improve and the patient's beta blocker medication was increased slightly. The atrial fibrillation (af) caused tachycardia and the flow rate decreased causing a low flow alarm, and the patient also experienced some swelling. The patient's drug level was adjusted. It was further reported that they were hospitalized for atrial fibrillation and cardioversion was performed. The patient had no appetite and their anticoagulant dose was "too much". The patient's condition was noted as "not bad" and the vad remains in use. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation confirmed via electrocardiogram. The patient's condition was observed but did not improve and the patient's beta blocker medication was increased slightly. The atrial fibrillation (af) caused tachycardia and the flow rate decreased causing a low flow alarm, and the patient also experienced some swelling. The patient's drug level was adjusted. It was further reported that they were hospitalized for atrial fibrillation and cardioversion was performed. The patient had no appetite and their anticoagulant dose was "too much" with an international normalized ratio (inr) of 10. The patient's condition was noted as "not bad" and the vad remains in use. No further patient complications have been reported as a result of this event.